Event description:
New information notes the pacemaker was replaced due to normal battery depletion. The pacemaker had reached the normal elective replacement indicator (eri). There was no allegation of premature battery depletion by the physician. The pacemaker was downgraded to a single chamber for therapeutic reasons. The patient was stable following the procedure.

Manufacturer narrative:
The results of the investigation are unconfirmed since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a follow up in clinic. It was noted during interrogation that the pacemaker displayed a significant drop in battery voltage from 40% to 3% in a year. Other device and lead parameters were normal. The patient was stable throughout the process. The device remained implanted and was being monitored until the next appointment in clinic when it was to be reassessed.

Event description:
New information received suggests the battery level was still low since the significant drop in battery voltage was observed with a remaining capacity for 3.9 months. The patient was being monitored and was scheduled for a follow up in clinic in two months for assessment of the elective replacement indicator (eri).

Manufacturer narrative:
The original complaint of premature discharge of the battery was not confirmed. The device was received at the elective replacement indicator (eri) range of operation. Device image shows that eri flag was triggered due to low battery level due to normal usage. Device image indicated that autocapture feature was enabled. When automatic settings are programmed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Analysis performed, including functional testing, did not find any anomalies other than voltage being at eri due to normal usage. The device was implanted for 7.79 years which exceeded the device¿s 6.68 year projected longevity based on field settings and is considered normal battery depletion.